Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the customer experienced repeated c-33 errors on the vio integrated electro surgical unit (iesu) generator. The robotics coordinator informed an intuitive surgical, inc. (Isi) field service engineer (fse) that the issue repeated each time the generator was powered on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event of repeated c-33 errors. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical unit (iesu) generator to correct the reported failure. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode when error c-33 occurred. The complaint made by the customer was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.